Event description:
The customer stated that she was hospitalized due to a hypoglycemic seizure. The customer's blood glucose reading at the time of the report was 218 mg/dl. The customer stated that she thinks her basal rates were set too high, resulting in the hypoglycemia. The customer stated that she has spoken with her doctor about lowering the basal rates. The customer stated that as a result of the seizure she fell on the insulin pump, cracking the display and causing the insulin pump to emit a constant tone. Nothing further was reported.

Manufacturer narrative:
The insulin pump was returned with a completely shattered and bleeding liquid crystal display glass. The case and end cap were cracked. The constant tone could not be confirmed and functional testing could not be performed due to the damage.